Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection and wound erosion with redness was also noted. It was suspected that the patient might have touched it when the wound adhesion was incomplete. Medication was administered and the implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.